Event description:
Spiked bag of medicine and charged drip chamber, fluid would not run through IV tubing, despite multiple manipulations. Tubing found to have severe crimp just below the drip chamber, usually able to open crimp by pinching tubing but was unable to get this particular one to function at all. Brief delay in getting epi drip started.